Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment and that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission: (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed a power on reset event after a call service alarm (B)(4) on (B)(4) 2017. The battery compartment was confirmed to be cracked with evidence of moisture corrosion inside the battery compartment. Leak testing confirmed moisture ingress into the battery compartment at the site of the crack. The pump powered on normally and was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump's interior components.